Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: september 19, 2023. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The complaint lens was received inside of a specimen vial and submerged in an unknown aqueous solution. The lens was dried and, the lens could be observed to have a dry substance adhering to the outside of the lens. The fourier transform infrared (ftir) analysis indicated that the material is consistent with a mixture composed of: a silicon species, polyethylene glycol (peg) oleate (e.g., surfactant, emulsifier, lubricant), another glycol derivative such as peg ether/ester, possibly a fatty acid glycol tallowate (surfactant, waxy soap), and other unidentified species. The ftir spectrum raw data output file was compared against the añasco manufacturing process ftir library and did not yield any results with at least a 0.90000 correlation. The top hit was ¿plastic squirt bottle for 1-3 piece¿ with a 0.47639237 correlation. As a result of the investigation there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d-4 expiration date: unknown as product serial number was not provided. Section d-4 UDI number: unknown as product serial number was not provided. Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h-4 device manufacture date : unknown as product serial number was not provided. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an unknown three-piece intraocular lens (iol) that is thought to be a za9003, was explanted from the patient's right eye (od) due to the lens being cloudy. The iol had previously been implanted by a different physician, therefore information relating to the iol is unknown. Yttrium aluminum garnet (yag) construction and an anterior vitrectomy with iol polishing were completed. The iol appeared to have opacity in the optical part of the lens. No additional information was provided.